Manufacturer narrative:
The report is filed october 27th, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to headache with device use. The patient was reimplanted with a new device during the same surgery.